Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on medical records only. There was adequate medical documentation and suboptimal imaging studies available for this review. Product use might have been incongruent due to the small diameter of the infrarenal neck (<18 mm), which might have contributed to the event. There was substantiating medical documentation of an endoleak iiia, although this finding was not substantiated radiographically due to lack of information. The secondary procedure was substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units have been consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the reported event could not be conclusively determined with available information. However, the clinical assessment indicated the device use might have been incongruent with information for use due to the small diameter of the infrarenal neck that measured less than 18 mm, which might have contributed to the complaint.

Event description:
It was reported that approximately 33 months post implant of a bifurcated device and an suprarenal aortic extension. Reportedly, the patient had a follow up, and an angio gram was performed and revealed that the components of the original graft that was implanted were nearly separating. The near separation was causing a blush in the aneurysm sac. Therefore the physician treated the patient with an infrarenal aortic extension and everything went well. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.